Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed denovo target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 12mm x 3.50mm nc quantum apex mr balloon was advanced to the target lesion for predilation. First inflation to 12atms, inflation two thru four, 18atms. During the 5th inflation at 18 atms, a balloon rupture occurred. The nc quantum apex mr balloon catheter was removed intact. Next, a non bsc balloon catheter was inflated and a rupture occurred. The procedure was completed with another of the same nc quantum apex mr balloon catheter. No patient complications were reported and the patient's status is listed as good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: examination of the returned device revealed blood in the balloon and inflation lumen of the catheter. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall on the distal end of the balloon. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).